Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked [choking sensation] . Coughed [cough]. Brush head completely came off - oral-b [device breakage]. Case narrative: 39-year-old female consumer via phone stated that she nearly choked when the oral-b floss action toothbrush head completely came off of the oral-b toothbrush when she was using it in the shower. She coughed. No serious injury was reported.